Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the rv lead was implanted on (B)(6) 2019 and was replaced on (B)(6) 2019 with no indication of replacement.

Event description:
New information notes that the lead was found to be dislodged. During the lead reposition, the physician attempted to reposition the existing lead, but had issues with the lead helix, there was a plastic piece in it. The lead was explanted and replaced. Patient was fine and stable all the time.